Event description:
It was reported that the device provides inaccurate spco readings. Customer reported that the spco values on the device are not correlating to the clinical status of the pt. For example, one smoker pt who had breathed smoke in a burning house for two hours was measured at (6) six. The customer stated that spco values on healthy non-smokers required read above (0) zero and up to (8) eight. It was also reported that the pt was administered oxygen.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.